Event description:
The patient requested to have their saluda medical evoke spinal cord stimulation (scs) system (evoke system) explanted. The patient stated the stimulator was worsening their left knee and left shoulder pain which did not subside once the scs was turned off. The patient had exceptionally low usage of the stimulator because when the stimulator was on it made their back hot. The patient also stated the scs was migrating deeper into the body. X-rays revealed the leads were located in the same location as when implanted. The patient had been reprogrammed multiple times in open loop and closed loop at different stimulation parameters. The implanting physician saw the patient on (B)(6) 2023 and determined the issue is related to usage. The patient decided to proceed with a full system explant which occurred on (B)(6) 2023, with the use of electrocautery to access the incisions.